Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted (B)(6) 2008; dtba1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the tip to ring impedance on the right ventricular (rv) lead was above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.